Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted in 2013 with an afx bifurcated and limb extension, the original case was a hypogastric snorkel of the right common iliac artery. Recent cta appears to show that there were no overlap and sac size is increasing. The physician is planning to explant the device but date the procedure date has not been scheduled. As of this report, no additional patient sequelae have been reported.

Manufacturer narrative:
At the completion of the investigation, the reported endoleak type iiia; loss of overlap between the main body and iliac limb, sac growth, explant of the device complaints are confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. Additionally, there was evidence to reasonably suggest and endoleak type iiib of the main body. The compromised stent graft integrity was discovered during review of the 55month post implant CT scan. The final patient status was reported to be stable after the explant procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. Device remain implanted in the patient, evaluation completed was done on photographic evidence. The photos provided depict one bifurcated and one limb extension. The damages on the bifurcated and limb extension were inconclusive. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.